Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The tech found the center arm latch spring was missing. The tech replaced the latch spring to repair the bed.